Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may be over delivering. The customer¿s blood glucose level was unknown at the time of the incidents. The customer would turn off basal rates for 30 minutes and still wind up low. The customer used food to treat the lows. The customer was using the insulin pump at the time of the incidents. The customer switched to a different pump with the same settings and the lows stopped. The pump was exposed to a magnetic field. Troubleshooting was not completed but the pump passed a displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled test reservoir, and primed insulin pump. Set a basal rate for one hour and monitored the insulin pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. Device its left at insulin pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing.